Event description:
It was reported that an ilet displayed an intermittent spinning circle without showing glucose values, the backlight did not illuminate, the device could not be unlocked, and multiple restart and charging attempts were unsuccessful, which led to a device replacement. Symptoms included hyperglycemia for several hours. Outcomes included use of backup subcutaneous insulin and following a ketone action plan without medical intervention or hospitalization. Investigation included troubleshooting by guiding power cycling, charger connection, wake-button restart while on power, case removal, and verification that the device was dry and undamaged. Investigation of the returned device revealed no screen/display nonresponse associated with the user interface/display assembly that didn't prevent normal operation. It was concluded, based on previously established findings for similar reports, that there was no device malfunction of the display or related electronics.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.